Event description:
It was reported that during an unk procedure, received intermittent activation with the instrument when using hand activation. They used a second instrument and completed the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis. (B)(4).